Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. User experienced pain, bleeding and bruising at the sensor insertion site. The user was prescribed 200mg of ibuprofen every 8 hours as needed for the pain and advised to rest. There was no device malfunction noted but the user decided to get the sensor removed on (B)(6) 2024. No further resolution was necessary for this complaint.

Event description:
On july 11, 2024, senseonics was made aware of an incident where the user experienced pain, bleeding and bruising at the insertion site the day after the insertion procedure.